Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted bilateral nsm procedure with tissue implant recontruction, the patient developed a hematoma in the left breast. At a subsequent visit for one of the patient's tissue expanders, <50ml of liquified hematoma was located in the left upper chest wall and aspirated. The cause of the operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported as part of a clinical investigation (clinical ide study: a prospective, multicenter investigation of the da vinci® xi¿ surgical system in nipple sparing mastectomy (nsm) procedures), that after a da vinci-assisted bilateral nsm procedure with tissue implant reconstruction the patient developed a hematoma in the left breast. Upon post-operative evaluation while in the recovery room, the patient was noted to have a sensation of fullness of the left breast as compared to the right. The patient was placed under observation overnight with no changes occurring; therefore, the patient was discharged for a normal postoperative course. At a subsequent visit for one of the patient's tissue expanders, <50ml of liquified hematoma was located in the left upper chest wall and aspirated.